Event description:
A report was received that the patient had pain at the pocket site. The physician believed that pain was not device related. The patient underwent an explant procedure

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial/lot #: (B)(4)/ 510383 description: linear st lead, 50cm model #: sc-4316 serial/lot #: (B)(4) description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.